Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The stylet/guidewire was broken. The low voltage 4 conductor developed a fracture due to flexing while in vivo. The anaylst noted after visual analysis, including destructive analysis it was found that the lead had pieces of a guide wire still in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and had pulled back into the main branch of the coronary sinus. It was also noted that there was high thresholds and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.